Manufacturer narrative:
Return of product has been requested. The investigation of this complaint was only done based on given and previously investigated data. No physical return of product was provided.

Event description:
Head of brush came off the stem in mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2018 that while he was cleaning his teeth that week with an oral-b rechargeable toothbrush, version unknown, the head of his oral-b brushhead, version unknown came off the stem in his mouth. He noted that he did not swallow the brush. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that the current head was the last in the pack. No further information was provided.